Event description:
The customer reported that following a diagnostic catheterization procedure 2003 a vasoseal elite was deployed. A large hematoma developed. Manual compression was held for 15 minutes and femostop was applied to achieve hemostasis. A blood transfusion was required. No further complications were reported.